Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. The ventilator was investigated by our field service engineer on-site and the gas module and pressure transducer pcb were determined defective. No parts were replaced upon customers request. No log files have been provided and no parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.